Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 months. The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing gi bleeding and was hospitalized. The event was considered as resolved on (B)(6) 2016. The patient received a total of 6 units of packed red blood cells over the course of treatment. No additional information was provided.